Manufacturer narrative:
The initial reporter was unsure if the alcohol was dry when the first sample was collected. Qc is run every 24 hours and has passed. The test strips were requested for investigation. However, the strips are not available to be returned. The product has not been received at this time. If any product is returned in the future, a follow-up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter, serial number (B)(4). At 20:23 the meter result was greater than 550 mg/dl. The exact result was not provided. At 20:26 the meter result was 117 mg/dl.